Event description:
It was reported the philips external speaker of the central station unit has no audio when connected to correct port, works fine on other central station. The device was in use on a patient. No patient or user harm was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone#: (B)(6). E1: reporter phone# (B)(6).

Manufacturer narrative:
The following functional tests were performed: the remote support engineer (rse) talked to the customer and the customer confirmed that the external speaker was working on other hardware but not on this central unit. After testing the rse confirmed with the customer the fault is with the audio card. Results of functional testing indicate that the audio amplifier card is defective and need to be replaced. Based on the information available and the testing conducted, the cause of the reported problem was a defective audio card. The reported problem was confirmed based on the information available and results of additional analysis, no further action is necessary at this time. Based on the global decision tree results, the available information suggest that the product problem would be likely to cause or contribute to a death or serious injury if it were to reoccur. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was provided with a quote for a replacement audio amplifier card to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.